Event description:
It was reported that the sensor had a bent cannula, causing the insulin pump to alarm lost sensor. The customer stated that the insulin pump stated to alarm on days 2 to 5 of sensor use. He also reported that one time the sensor reading was low, so he treated by drinking some juice, and he found that his blood glucose rose to 400 mg/dl. The sensor was reported to have a reading of 71 mg/dl compared to his blood glucose reading in the 30 mg/dl range. On another occasion, the customer stated that he could not hear the meter and experienced low blood glucose levels. The sensor reading was 53 mg/dl and his blood glucose reading was in the 40 mg/dl range. The customer reported that the insulin pump was in threshold suspend; he did not receive emergency care but was assisted by his coworkers. He also noted that he had an allergic reaction to the overlay sensor tape but was still using it. It was reported that when he removed the tape it became irritated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.